Manufacturer narrative:
Product was returned for eval and found to be within all chemical specifications. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met. The treating doctor does not directly relate event to a specific product. A medical consultant felt the event may have arisen from some sort of contaminated water. Based on all info, no causal factor can be determined and no conclusion can be drawn.

Event description:
Pt reported that while visiting optician for annual exam, discomfort with the right lens was experienced and the optician suspected infiltrates. Pt was instructed to discontinue lens wear for two weeks. At a follow up visit, slit-lamp examination showed general worsening, dense opacities, and staining, and pt was referred to a hospital eye specialist. The hospital medical records received confirmed the pt was diagnosed and treated for microbial keratitis, contact lens related. After treatment and one month of no lens wear, condition improved. Pt resumed lens wear for one month when reoccurrence of eye irritation and discomfort developed. Pt was diagnosed with contact lens keratitis, staining, epithelial infiltrates and possible thygesons superficial punctuate keratitis. Pt's symptoms resolved, with blepharitis present. Three months later, eye discomfort and redness developed again. Doctor's impression is epithelial keratopathy as a possible cause. Another medical consultant felt the event may have arisen from some sort of contaminated water. Pt is still under treatment for ongoing symptoms.